Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise that was being oversensed. The source of the noise could not be determined. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.